Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 707 mg/dl with ketones of an unspecified size on (B)(6) 2026. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Reportedly, due to the elevated bg, the customer had an acute kidney injury (specific injury was not specified). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.